Event description:
This is an olympus loaner asset returned by customer after use with no reported malfunction and sent in for post-customer usage inspection to the service center. There is no patient involvement. Upon evaluation of the returned device, it was observed that there is image noise observed for the device, and the image is temporarily unavailable. This is attributed to the damage of the charge couple device (ccd) unit. This medwatch is being submitted for the reportable issue of image noise accompanied by temporary loss of image as observed during device evaluation.

Manufacturer narrative:
Event date is (B)(6) 2023. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is image noise observed for the device, and the image is temporarily unavailable. This is attributed to the damage of the charge couple device (ccd) unit. Other observations for the device: label on video connector is peeled; adhesive of distal end rubber coating (a-rubber) has a chip and a scratch; due to wear of angle wire, bending angle in up direction does not meet the standard value; and video connector has a crack. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed image noise could not be determined, however, it is likely that the image sensor unit has been damaged (disconnection, etc.), or a circuit board component has failed due to use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.